Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mk6701 batch number, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an ectopic urethra remediation procedure on (B)(6) 2019 and suture was used. The suture was used continuously to approximate the muscle layers of the sterno-umbilical median incision. One day post op, the suture broke.